Event description:
It was reported that the bd maxplus needleless connector was leaking. The following information was provided by the initial reporter, translated from chinese to english: at 1(B)(6), the patient's family rang the bell, and the responsible nurse checked at the bedside. The family and the patient complained of leakage. The inspection found that the patient's sheets were soaked and the leakage was obvious, so the transparent needleless connector was replaced.

Manufacturer narrative:
A mp1000-c china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 23125407. The feedback provided by the customer states that, "the patient complained of fluid leakage, checking found that the patient's bed sheet is soaked, leakage is obvious." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23125407 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.